Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes had a "rubber" falling into the tube, the cap slightly raised, and crack tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd received 3 photographs from the customer in support of this complaint. Evaluation of the photographs indicated cocked stopper, grey fm in the tube, and cracked cap. 100 retained samples were visually inspected, and no defects were found. Bd was able to confirm the customer¿s indicated failure modes from the photographs provided. No definitive root cause could be established for the reported defect. He device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes had a "rubber" falling into the tube, the cap slightly raised, and crack tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.